Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2020).

Event description:
It was reported that four years four months post port placement, the port allegedly had subcutaneous leakage identified during chemotherapy. It was further reported that during CT examination revealed connection part of the catheter was allegedly damaged. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that four years four months post port placement, the port allegedly had subcutaneous leakage identified during chemotherapy. It was further reported that during CT examination revealed connection part of the catheter was allegedly damaged. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one MRI powerport attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified deformation and naturally worn issue, as a partial circumferential break was noted approximately less than 1 cm from the distal end of the cath-lock. Both edges of the partial circumferential break were jagged, with smooth rounded surfaces. The reported leak will be considered inconclusive since direct evidence of that event is not available. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2020), g3. H11: h6 (result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.